Event description:
Per the clinic, the patient experienced performance decrement with the device and the device was explanted (B)(6) 2014.

Manufacturer narrative:
This report is filed november 19th, 2014.

Manufacturer narrative:
(B)(4).